Event description:
It has been reported to novus scientific that a physician who used the device (tigr or tigr matrix surgical mesh) for breast reconstruction found during a follow up visit that the pt had developed infection and mesh exposure. The physician claims that the mesh had an odd appearance described as "mushy" and that it had not integrated into the tissue as expected. The mesh was explanted and the pt is now stable. No further issues.